Manufacturer narrative:
The affected component is being sent to harmonic bionics from the distributor for evaluation and further investigation. As a precaution, communication was sent to other customers on (B)(6) 2024 to alert them of the potential for malfunction. This is harmonic bionics' first emdr submission. As a result, the report was delayed due to the signup process. This statement is per guidance from (B)(6).

Event description:
During a product demonstration, the customer engaged the mechanical emergency stop on the device and observed the presence of smoke in the rear enclosure. No user/patient was in the device during the demonstration.